Manufacturer narrative:
(B)(4).

Event description:
It was reported that no alerts on mobile occurred. No product or data were returned for evaluation. It was indicated that the patient was using an unsupported operating system, which is misuse of the device. The confirmation of the complaint was undetermined. The probable cause could not be determined. No injury or medical intervention was reported.